Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Stenosis can be due to many factors (e.g. Calcification, pannus growth, fibrosis, etc); as no device was received for evaluation, no further investigation can be performed into the root cause of this event. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the edwards' mitral bioprosthesis was explanted after an implant duration of approximately 27 months, and replaced with an edwards' magna ease valve. Through follow-up, it was reported that the valve was explanted due to mitral valve stenosis. Operative report indicates, "we were able to see the lower posterior one half of the old mitral prosthesis and using schmidt and a 15 blade, I was able to remove the interrupted pledgeted stitches. The valve was well incorporated and it was difficult to remove from the annulus. Eventually, I was able to get it out and the pledgets were then removed separately. I debrided the annulus of the old mitral. It appeared as though the posterior leaflet was very close layer approximated to 1 of the leaflets of the valve. This leaflet was quite stiff, although they were not fused together. I removed this leaflet and most of the chordal connections to the posterior annulus". The surgeon indicate no device malfunction with the edwards' device.